Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the apex screw short is detached from the device. The screw short was returned. The retaining ring is detached and missing. The device shows scratches, gouges, and wear from use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a thr, the set screw detached from the or3o dual mobility trial liner 36/48 as the surgeon was trying to thread the trial liner into the shell. There was no delay and the procedure was finished by changing the surgical method, the surgeon had to use the implant liner for trialing. Patient was not harmed.